Manufacturer narrative:
Additional information: investigation - evaluation. A review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint devices were implanted in the patient and were not available for investigation; therefore, no physical examination could be performed. With the information provided, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. It should be noted, the devices are shipped with instructions for use (IFU) which indicate restenosis of the stented artery is listed as a known potential adverse event.. Based on the information provided, no product returned and the results of our investigation, investigation has determined a cause for this event could not be traced to the device(s). We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a (B)(6) male weighing (B)(6) underwent an endovascular study procedure on (B)(6) 2018 in which three zilver paclitaxel-eluting peripheral stents were placed. The study lesion was in the right distal sfa, 115 mm in length. There was 100 % stenosis in the study lesion noted on baseline angiography. There was no thrombus or calcification. The lesion status was de novo with one patient runoff vessel. The proximal reference vessel diameter (rvd) was 5.0 mm, the distal rvd was 5.0 mm. Pre-stent dilatation was performed with two inflations of a 5 mm x 80 mm balloon each for sixty seconds. The access site was contralateral. Three study stents were placed without difficulty. Post stent dilatation was performed with three inflations of a 6 mm x 80 mm balloon followed by two inflations of a 6 mm x 40 mm balloon, each for sixty seconds. Final angiography measurements revealed 0% diameter stenosis in the study lesion. The patient was discharged on (B)(6) 2018. Discharge medications were aspirin and clopidogrel. On an unknown date, the patient underwent an ultrasound which was not part of the study imaging. A stenosis within the study lesion was diagnosed due to increased peak systolic velocity (psv) in the stented segment. Subsequently, one hundred eighty-one days post-procedure, the patient was diagnosed with occlusion/restenosis requiring intervention, within and proximal to the study lesion. The device did not malfunction or deteriorate in characteristics or performance. Two hundred one days post-procedure, a secondary intervention was performed during a scheduled follow-up angiography. The proximal rvd was 5 mm. The distal reference rvd was 5 mm. The minimum lumen diameter (mld) was 2.3 mm. The % diameter stenosis within the study lesion was 54%. The secondary intervention included drug-eluting balloon angioplasty and was deemed successful with residual stenosis <50%. The rutherford classification was 0 and the study leg abi was 0.95. It is unknown what medications the patient was taking.